Event description:
Consumer reported her left lens tore into 2 pieces during removal two different times (on or about 9/2005 and on or about twelve days later. No remaining lens pieces were found in the eye, therefore no further action was taken by the consumer. She experienced severe pain, (os) was unable to open eye the morning of 9/29/2005. She "consulted" treatment with a dr that morning. Due to increased pain, she "consulted" treatment with same dr at night, who referred her to an eye care facility. The next day, she "attended" treatment at the eye care facility and was diagnosed with left eye abscess. She was advised to be admitted to hosp immediately. A second opinion was sought from a different hosp where a left eye abscess located on superonasal paraxial cornea with diffuse corneal edema was diagnosed. She was admitted for "intense" treatment and was discharged in 10/2005. The consumer reports she has a corneal scar, blurred vision which can not be corrected with spectacles, photophobia and dry eye syndrome. Contact lens wear has been discontinued. Pre-existing visual acuity reported as 1.0+ in 08/2005 visit. Current visual acuity is unknown. Reported lens care system is renu.